Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the upstream occlusion seal was damaged. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed and the customer reported issue was confirmed. The uso seal was replaced, along with the battery compartment.

Event description:
It was reported that the device has a broken battery compartment tab, corroded battery terminals, and is missing all 3 pogo pins. The issue occurred during testing. There was no patient involvement. Device evaluation revealed a damaged upstream occlusion seal.